Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state the detection method in gif-1200n series operation manual chapter 3 preparation and inspection and the preventative measures in gif-1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that gastrointestinal videoscope had foreign objects in the nozzle. There was no patient involvement.